Manufacturer narrative:
No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
A nihon kohden employee reported that they are unable to view patient numerics for one tile. There was no error message. The other central nurse's station (cns) in the department is not having any issues with this bed tile / device and can see all the required patient data. It is only having this issue on this cns and this tile. The cns was rebooted, and after the reboot all patient numerics and waveforms were once again available for this bedside monitor. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: a nihon kohden employee reported that they are unable to view patient numerics for one tile. There was no error message. The other central nurse's station (cns) in the department is not having any issues with this bed tile / device and can see all the required patient data. It is only having this issue on this cns and this tile. The cns was rebooted, and after the reboot all patient numerics and waveforms were once again available for this bedside monitor. No patient harm was reported. Investigation conclusion: it was reported that one specific tile on the cns was not displaying numerical information. The issue was resolved after the cns was rebooted. A review of the history of the serial number identified that there were no further reports of this issue after it was resolved. Based on the available information, a definitive root cause could not be identified. However, it is likely the selected displayed parameters on the complaint tile were changed. The reboot on the cns would revert the temporary display changes selected on the tile, and on start up would load the default selected displayed parameters. As all the other cnss and other tiles on the complaint cns have numerical information, it is likely that the default settings have numerical information, thus resolving the issue. The following fields are not applicable (na) to the MDR report: b2. D4 lot number & expiration. D6a - d6b. D7b. F1 - f14. G4 device bla number. G5. G7. H7. H9. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. A2 - a6. B6 - b7. Attempt #1 04/18/2022 emailed via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 04/22/2022 emailed via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 04/28/2022 emailed via microsoft outlook for all items under the no information section. Complaint details were provided, but patient information was not provided. Additional device information: d10: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 04/18/2022 emailed via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 04/22/2022 emailed via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 04/28/2022 emailed via microsoft outlook for all items under the no information section. Complaint details were provided, but additional device information was not provided. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
A nihon kohden employee reported that they are unable to view patient numerics for one tile. There was no error message. The other central nurse's station (cns) in the department is not having any issues with this bed tile / device and can see all the required patient data. It is only having this issue on this cns and this tile. The cns was rebooted, and after the reboot all patient numerics and waveforms were once again available for this bedside monitor. No patient harm was reported.